Event description:
Patient reported left side replacement from textured to smooth due to the patient's concern of the implant. Patient also reported capsular contracture baker grade unknown, constant pain with a possible autoimmune disease that has not yet been diagnosed. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, constant pain, with a possible autoimmune disease.

Event description:
Patient reported "replacement from textured to smooth due to the patient concern of the implant". Patient also reported "capsular contracture baker grade unknown", "constant pain with a possible autoimmune disease that has not yet been diagnosed". Later, healthcare professional reported "exchange of a textured device due to patient's concern with product". Later, healthcare professional reported "capsular contracture" via dt. Record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Previously reported event of left side ¿possible autoimmune disease that has not yet been diagnosed¿ is not device related.

Manufacturer narrative:
Clarification to b3: 2018 reported. Laboratory analysis summary the device related to the reported event capsular contracture, autoimmune disorders and anxiety ¿ product / procedure received on may 06, 2025. With catalog number mcghan300. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ autoimmune disorders: unable to observe since it is a medical event and is not related to the device. ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and one opening were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.